Event description:
It was reported that the patient had the artificial urinary sphincter removed due to atrophy resulting in incontinence. The physician indicated that the patient had started radiation therapy post implant. The physician noted that this may have weakened the urethra and made it smaller needing a smaller cuff. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon was implanted. No further patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.